Manufacturer narrative:
(B)(4) (balloon catching inside of graft during catheter movement), (angulated neck and tortuous iliacs). Device failure/lack of effectiveness related to pt condition (angulated neck and tortuous iliacs).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The aortic neck was reported to be 25 mm in diameter at the renal arteries, and 26 mm in diameter 18 mm (in length) below the renal arteries. There was moderate to severe aortic neck angulation and there was severe tortuosity in the iliac arteries. The stent graft was implanted; however, upon final angiogram there was a proximal type I endoleak, reported as due to the angulation of the aortic neck. (MFR report #2953200-2011-01589) the physician deployed the endurant aortic cuff, however; there were difficulties during the release of the apices from the spindle and removal of the delivery catheter (MFR report #2953200-2011-01590). One of the apices would not release, so the physician inserted a reliant balloon attempting to use it to release the apex from the spindle. The apex released from the spindle and the type I endoleak was resolved. However, the balloon was torn by the apex of the stent graft and part of the balloon material was caught between the nosecone and the outer sheath cover. (MFR report #2953200-2011-01591) the devices were removed from the pt without issue. The entire balloon was accounted for and there are no balloon pieces left in the pt. No additional clinical sequelae were reported, and the pt is fine.